Event description:
It was reported that bd alaris smartsite low sorbing set had components separate. The following information was provided by the initial reporter: "it was reported by customer that the filter detached as the infusion was started."

Manufacturer narrative:
H6: investigation summary: one sample was received for quality investigation. The customer complaint of separation other component was verified by visual inspection. Upon visual inspection of the extension set, it is clearly visible that smartsite was separated from the tubing. Further investigation under magnification indicates a lack of solvent on the end of the smartsite tubing and the extension set tubing. A device history record review for model 10013902 lot number 21079014 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 12jul2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the issue seen in this complaint is an assembly issue due to the lack of solvent present at the union location.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite low sorbing set had components separate. The following information was provided by the initial reporter: "it was reported by customer that the filter detached as the infusion was started."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite low sorbing set had components separate. The following information was provided by the initial reporter: "it was reported by customer that the filter detached as the infusion was started."